Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) implantation procedure, the patient experienced blurry vision and unable to see far or near. Subsequently, the lens was removed and replaced with an unspecified monofocal iol in a secondary procedure. The clinical reason for the explant was a mechanical complication of the iol. Additional information has been received stating that the lens was replaced with a non-company lens. There was no further patient impact.